Event description:
This complaint was generated from a svc request that resulted from a general complaint of unanticipated failure. Specifically, the reported condition was identified as "not alarming when fluid gets low." The diagnostics and findings of the field svc include: "check scale calibrations and found within specs. Performed simulated run and found machine to operate within specs". Corrective action required was noted as "none" and a svc repair code of 24 was assigned to the request. "No action was taken, problem was solved by tech." Was the last notation on the svc report. Machine runtime was 488 hrs. This was noted as a one time occurrence.